Event description:
The social media "x" formerly known as twitter had a post made that was inclusive of a photo of a detached impella. The author allegation stated the following: "umm I know I' new here but wasn't that catheter a lot longer when we put it in". The location of the impella support and the status of the patient is unknown at this time but all due diligence is being extended to locate the patient, how the separation took place, and the status of the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for product damage (detached inflow/outflow - great vessel) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.